Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the trocars (511sd) and reducers (1seal) gaskets ripped throughout the procedure causing gas to leak out. The trocars and reducers were replaced several times throughout the case. This significantly delayed the length of the procedure. Even the camera port ripped. There was no consequence to the pt.